Manufacturer narrative:
The driver was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed. Labeling was reviewed and found to contain adequate instructions. The alleged device malfunction is non-verifiable.

Event description:
It was reported that two driver tips broke during the procedure. The case was completed with no reported patient impacts or surgical delays. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00406.

Event description:
It was reported that two driver tips broke during the procedure. The case was completed with no reported patient impacts or surgical delays. This is report two of two for this event.